Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c290 (serial: (B)(6)); product type: 0200-lead; implant date ; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator. Pt mentioned that they have dislocated thoracic 2-3 and will be seen at spinal orthopedic surgery on monday. Pt also stated that during their implant surgery, they bled a lot and were kept overnight in the hospital. Pt stated the doctor has problems putting implant where it was intended to go on thoracic 5, so they put the implant in an awkward position leaning more to the left side. Pt stated then they are getting more stimulation to the left side than the right side. Pt stated about 6 months ago, they stopped feeling anything in the right side, then they met with their medtronic rep who reprogrammed them. Pt stated since then, the could feel some stimulation on the right side but it has went away later. Pt stated turning up the stim would make it burn. Pt stated they had broken their thoracic spine and have had 2 laminectomies. Due to the nature of the call, the agent did not collect any more details.

Event description:
Additional information was received from a patient (pt). It was reported that they had additional difficulties when laying on their left side. Patient mentioned they try not to take more drugs than needed for their pain and gets epidurals that give them a rough time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.